Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One (1) used closed tip catheter attached to a catheter connector was returned for investigation. Visual examination of the returned sample revealed that the connector was stretched and broken in half. Therefore, the reported defect is confirmed. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non conformances noted during in process or final product inspection. Although the reported defect was confirmed, the exact cause was not determined at this time. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available. It should be noted that the end user has two (2) possible batch numbers. The possible batch numbers are: batch number: 0061639395, production date: 10/24/2018, expiry date: 04/30/2020; batch number: 0061634151, production date: 10/18/2018, expiry date: 04/30/2020.

Event description:
As reported by the user facility: event 2: it was reported that the 20g polyamide catheter snapped in half during use. No injury reported.